Manufacturer narrative:
Block b3: approximated to september 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip would not release from the catheter. The physician and the tech attempted to manipulate the catheter by rotating the catheter but was still unsuccessful. The mechanism used to push the clip off the device was visualized as being misaligned. The physician then pulled the clip off the tissue so another catheter could be used to clip the polyp. The manually removed clip was not visualized in the colon after the physician pulled it off the tissue. The scope was removed, and the original clip was found intact after the channel was brushed. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.